Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was not confirmed via data, but the data evaluation confirmed a transmitter failure. The root cause was determined to be a low transmitter battery that lead to a transmitter failure. The reported issue of pairing failure is reportable based on the finding of a transmitter failure. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4)

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it did not confirm the customer complaint, but there was a transmitter failure found. The reported event pairing failed was not confirmed. The root cause could not be determined.